Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-01766 and 01767).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the probable likely cause was soft tissue being present in the threads which caused the screw to bind; however, examination of returned device was inconclusive in determining root cause.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date with unknown product. Subsequently, the patient was revised on an unknown date due to infection. All components were removed and competitor cement spacer molds were implanted. Patient was reimplanted on (B)(6) 2015 with biomet product. During the procedure, the screw became lodged and the thread would not advance while implanting the stem and proximal body. All the components were to be removed and a smaller sized stem was utilized to complete the procedure.